Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the minicap transfer set leaked with the twist clamp closed. This occurred during use of the device for continuous ambulatory peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.